Event description:
It is reported that upon separating the segment from the proximal femur, the stem distractor broke. Approx 3mm of each tip remained inside the pt. The surgeon looked for the broken pieces and could not find them.

Manufacturer narrative:
Evaluation summary: the instrument was not returned for evaluation. No x-rays or photos were provided. The usage history of this instrument is unk and details regarding its use during this specific surgery are also unk. Therefore, the probable cause of the fracture cannot be determined due to insufficient info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.